Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the entire station powers off and then the ups battery starts beeping. The field service engineer was able to resolve the issue by replacing battery and reset all connections for the ups. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system had pyxis screen was blank and battery backup was not functioning. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.